Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. As a result, pacing inhibition was also exhibited, and the patient experienced bradycardia. Technical services (ts) provided resolution. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. As a result, pacing inhibition was also exhibited, and the patient experienced bradycardia. Technical services (ts) provided resolution. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. As a result, pacing inhibition was also exhibited, and the patient experienced bradycardia. Technical services (ts) provided resolution. The device remains in use. No additional adverse patient effects were reported.